Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email by the post market vigilance associate on (B)(6) 2018 that three weeks ago the customer had been off the insulin pump because she needed reservoirs and experienced hyperglycemia and hypoglycemia. The customer reported high blood glucose levels of 22.3 mmol/l by the finger reading and the customer had 9 units. The customer blood glucose level was down to 8 mmol/l. It was reported that she also experienced low blood glucose levels of 2.7 mmol/l. The customer experienced symptoms such as her eyes were sunk, clammy and difficult to focus. The customer was treated with some snack from her bag. The customer reported current blood glucose levels of 4.3 mmol/l and looked more coherent. Product is not expected to return.